Event description:
L tampon string on tampon came off [device breakage]. Case narrative: consumer reported via phone that the tampon string came off. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
L tampon string on tampon came off [device breakage] . Case narrative: consumer reported via phone that the tampon string came off. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.